Event description:
The event involved a clave connector where it was reported during setup and priming of drug administration line, the inner hub of the clave connector broke off inside the syringe, blocking it. There was a delay in administration of narcan for suspected overdose. Emergency (ER) and pharmacy have switched to using a different brand of narcan via a low pressure connector as a temporary measure. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.